Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device gave a red cross error. There was no patient involvement. The customer reported that performing an ops check resolved the red cross error. Customer further requested review of the device log as a preventative measure. However, no faults were identified during this review. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the root cause of the reported problem could not be determined as an operations check resolved the reported issue. The reported problem was not confirmed. The customer performed an ops check resolving the reported issue. Review of the device log identified no faults. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
H3 other text : the customer reported that performing an ops check resolved the red cross error.